Event description:
Litigation alleges, patient has experienced pain and discomfort in hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint litigation alleges patient has experienced pain and discomfort in hip. Doi: (B)(6) 2006 - dor: none reported (right hip). Patient is a resident of (B)(6). Update (10/23/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 5 may 2014 - der rcvd - updated dor, added unknown sleeve product, patient demographics and surgeon/hospital details.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.